Event description:
The patient expired. The cause of death (not specified) was not related to the implantable neurostimulation system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.